Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that in (B)(6) of 2018, they had one day where they received a surge of electricity for a few minutes and then it went away and that they have not had it since. There were no further complications reported/anticipated.